Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the iris stop to bring dose levels to correct specs. No further service info is provided. No conclusion can be drawn. This malfunction may have resulted in a possible accidental radiation occurrence. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and field via 3500a.

Event description:
The customer reported that mag 2 dose levels flagged high in physics report. No pt injury reported. This malfunction may have resulted in a possible accident radiation occurrence.